Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that every time he changes the battery on the insulin pump he received a failed battery test alarm. He has to take out the battery and restart it. Customer also reported receiving a no delivery alarm. No troubleshooting was done. Blood glucose value was 279 mg/dl. Customer was advised that the battery cap will be replaced and to revert to back up plan until replacement cap arrives.